Event description:
During a laparoscopic gastric bypass, the device misfired with formed staples on one side but not the other. The device did cut. Another device was used to complete the case. There was no consequence to the pt.